Event description:
A report received from the clinical study in another country, indicated that a subject experienced a myocardial infarction on the same day after implantation of a cypher. But upon review of the report, it was noted that a dissection occurred during implantation of the cypher 3.0 x 28mm and it was treated by implantation of another cypher 3.0 x 8mm. It was also reported that the subject had chest pain after the procedure and an electrocardiogram done showed no changes. Laboratory testing information was not provided.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient and reported under manufacturing number 9616099-2007-00901 and 9616099-2007-00903. Additional information will be submitted within thirty days upon receipt.